Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the rnfa (registered nurse first assistant), I have used your staplers on hundreds of these types of surgeries. The stapler was inserted into the rectum and advanced into position with the surgeon¿s guidance. Under his instruction I advanced the central pin to the fully opened position. At that time, the surgeon engaged the anvil into the stapler until a ¿click¿ was felt. I closed the device until the indicator in the window was in the green area, and snug. The surgeon inspected the junction and instructed me to fire the device. At that time, I took off the safety and squeezed the handles together completely, feeling the typical crunch. I then opened the device 1 ½ turns when the surgeon exclaimed that the device did not staple, it had only cut the tissue. I removed the device from the rectum, opened it completely, and noted the donuts of tissue in the device. I do not have any information on the patient¿s status at this time.

Manufacturer narrative:
(B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what point was the safety released prior to firing? Who fired the device and what is his/her experience? Where within the green range was the device fired? Was there any audible or tactile feedback? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. What is the current patient status? The analysis results found that the ecs33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The only casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic low anterior resection and colostomy takedown procedure, on a male patient, when performing the re-anastomosis of the rectum and sigmoid colon, the stapler was fired and cut, but no staples were deployed. The surgeon had to hand sew the anastomosis and give the patient a temporary colostomy. Surgery was prolonged about ninety minutes.